Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during surgery. A different "known good" footpedal from another system was connected, but the error persisted. The customer ultimately switched to a different system and the case was completed. There was no patient impact reported, but there was a 10 minutes delay in surgery.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The footswitch cable was replaced for diagnostic purposes and disposed of on-site. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).